Event description:
During a remote follow-up, the device was found to be in back-up (bvvi) mode. Additionally, increased capture threshold was also observed. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.